Manufacturer narrative:
(B)(4). The device was received and is in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a uv flash transfer set was connected into disconnect y set successfully, but then, they could not be set into uv flash device for disconnection. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection was performed with naked eye and magnification which identified damaged unknown jic port attached to uv spike connector. Functional testing performed included uv/jic set connection using uv flash machine. Unable to connect due to unknown jic port attached to uv spike connector. The reported issue was verified; however, the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.